Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
Customer's father reported that the insulin pump alarmed button error. Customer's current blood glucose reading is 240 mg/dl. No further information reported.